Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-oct-2017, UDI#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had some discomfort with the placement of the device and wondered if that could be adjusted during battery replacement. The patient stated that the ¿wire leading to the actual device¿ was bent and could be felt through the skin. Additional information received from the patient clarified the lead issue further and stated that the lead ¿pokes up towards the skin¿ and they actually pushed it back down again. However, it was not coming through the skin surface. The patient also clarified that they had discomfort/pain at the ins site, especially when sitting. They did not always have the discomfort but it occurred gradually over time and mentioned that this had occurred probably 2 years ago. This was brought up with their doctor previously and the patient was told not worry about it. There were no further complications reported or anticipated.